Manufacturer narrative:
Note: the manufacturer completed all of the information on this form. (B)(4).

Event description:
"The fiber being disconnected from the connector end. The laser fiber separated and exposed fiber casing." This information is documented as reported to trimedyne, inc.